Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. The customer replaced the cartridge and continued insulin therapy. Customer's blood glucose ranged from 138-139 mg/dl.